Event description:
As reported by the user facility: pt ran 3 hour therapy, without therapy related problems. Pt left facility and reported blood in urine. As reported by customer, pt later went to hospital the same day and is currently being monitored. Pt was diagnosed with hemolysis and is currently in the hospital. Customer reported that (9) treatments have been run on same machine since they reported this incident, without any complications. Additional information provided by the facility indicated the pt is fine and that the incident was not machine related. The facility checked with three other clinics that had the same type of problem. It appears all the pt's affected had new fistula's and that they believe that it had something to do with the placement of the fistula.

Manufacturer narrative:
The machine was functionally checked by the facilities technician. It has been determined the machine functioned properly and was not related to the incident reported. It appears the incident was most likely related to the placement of a new fistula. However, no specific conclusions can be drawn. The machine has been back in operation since the reported incident with no problems. There have been no other reports of this nature against this machine.